Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-may-2018. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 5 months 12 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), visual impairment ("visual disorders"), fatigue ("fatigue"), alopecia ("loss of hair") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, dizziness, visual impairment, fatigue, alopecia and arthralgia had resolved. The reporter provided no causality assessment for alopecia, arthralgia, back pain, dizziness, fatigue and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1806319) on 02-may-2018. The most recent information was received on 24-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) -2016, 5 months 12 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), visual impairment ("visual disorders"), fatigue ("fatigue"), alopecia ("loss of hair") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal). Essure was removed on 18-dec-2017. At the time of the report, the back pain, dizziness, visual impairment, fatigue, alopecia and arthralgia had resolved. The reporter provided no causality assessment for alopecia, arthralgia, back pain, dizziness, fatigue and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 24-may-2018 for the following meddra pt (excluding this case): back pain: 522 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 24-may-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure (batch no. E25511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 5 months 12 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), visual impairment ("visual disorders"), fatigue ("fatigue"), alopecia ("loss of hair") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, dizziness, visual impairment, fatigue, alopecia and arthralgia had resolved. The reporter provided no causality assessment for alopecia, arthralgia, back pain, dizziness, fatigue and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.